Event description:
Catheter 3:

Manufacturer narrative:
Returned for evaluation was a bioflo dialysis catheter.it was noted during the visual inspection that there was a hole just below the female luer {red clamp side}. The reported complaint device failure mode of catheter leaked was confirmed. Hole was observed in the arterial extension tube adjacent to the flat section of the hub, i.e. 90° from the parting line. The customer's complaint description is confirmed. There are no visible indications that the failure is related to either the manufacturing process or associated tooling. The most likely root cause for the reported event was over torquing of the hub to the extension leg tubing junction during cleaning/use of the device. A review of the device history records was unable to be performed as there was no reported lot number and ship history lot review was not performed since item number is unknown. Labeling review: the following is provided as a reference from the product dfu warnings · in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. · use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. · do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. · do not use sharp instruments near the extension tubing or catheter lumen. · do not use scissors to remove dressing. · catheter will be damaged if clamps other than what is provided with this kit are used. · clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. · examine catheter lumen and extensions before and after each treatment for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Port 3: during follow-up of a related event ((B)(4) 1317056-2021-00081, port 1), a distributor reported 5 additional duramax bioflo catheters had leaked and were available to be sent back for evaluation. The end user was not able to provide any specific event related information for each of the devices. Additionally, it is unknown when the leaks were noted and no allegation that the devices had been placed or required removal. There was no report of any patient adverse effects, harm, or medical intervention required as a result of these incidents. It was reported the catheters involved failed after some time since the placement. They worked fine for a few months and then started to leak. It is unknown if the catheters were replaced. The reported device is not available for retrun to the manufacturer for evaluation.